Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the device was in a no output and no telemetry state. The no output and no telemetry problems were the result of battery depletion. Longevity testing at nominal parameters revealed the device had met its expected longevity.

Event description:
No output was reported. There was no communication possible with the device. The patient stated that there was no followup for some time. The device was explanted and replaced. No patient complications have been reported as a result of this event.